Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system requested a full system explant due to a planned surgery on their neck. The evoke scs system was explanted. The evoke scs system was confirmed to be operating as intended prior to explant.